Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation on the extraction pliers has shown that the solder connection of the approach at the shaft was broken off. Unfortunately the exact cause of damage is not to determine afterwards. We assume that the breakage at the joint was a result of the many sterilization procedures, (B)(4), or a result of mechanically overload of the load limit. No product fault was detected. The material was manufactured according to our specifications.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that a weld came loose on a set of extract-pliers. No further information is available at this time. This is 1 of 1 reports for this event.